Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
(Brush shifts and) gums get caught and pinched [gingival injury]. Bottom head of replacement brush comes off while brushing [device breakage.] Oral-b brush comes off and sometimes shifts and gums get caught and pinched [injury associated with device]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that he/she had been having trouble with an oral-b brushhead, version unknown, as he/she put the bottom head back in the holes and it came off while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that sometimes the bottom head would shift and his/her gums would get caught and pinched. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
On 09-sep-2016 product investigation results: reporter returned one toothbrush head on (B)(6) 2016. The result of the analysis done with the consumer return showed that wear led to the reported issue. No manufacturing fault identified.

Event description:
(Brush shifts and) gums get caught and pinched [gingival injury]; bottom head of replacement brush comes off while brushing [device breakage]; oral-b brush comes off and sometimes shifts and gums get caught and pinched [injury associated with device]. Case description: a consumer of unspecified age and gender reported via e-mail on (B)(6) 2016 that he/she had been having trouble with an oral-b brushhead, version unknown, as he/she put the bottom head back in the holes and it came off while brushing with an oral-b rechargeable toothbrush, version unknown. The consumer explained that sometimes the bottom head would shift and his/her gums would get caught and pinched. The case outcome was unknown. No further information was provided.